Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that patient's right hip was revised due to a loose acetabular component. Intra-operatively, the liner was found to be cracked.